Event description:
During t2 ankle nail surgery, when the surgeon was drilling to proximal medial screw hole and pa screw hole of the nail, the drill miss targeted. While drilling pa screw hole, the drill bit broke. Therefore the surgeon removed the broken drill from the patient bone. Afterwards, the surgeon drilled the screw hole using the radiolucent drill.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the targeting arm t2 ankle and the drill, tri-flat t2 femur to be the subject products. No further associated products were reported. Review of the manufacturing / inspection records revealed no discrepancies. The items were documented as faultless prior to distribution. A physical examination of the reported targeting arm could not be carried out as the device was not returned. According to information received the function of the device was tested by the sales rep and by the surgeon, who confirmed the function of the device to be fully given. Thus the device will not be returned to stryker kiel. A reasonable examination and investigation was therefore not possible. The reported event (¿the drill was miss target¿) could not be confirmed. With the information given the exact root cause could not be determined. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. During investigation of the drill, tri-flat no material, design or manufacturing related issues were found. The cutting edges of the drill were in a bad condition. They were significantly damaged. The drill was not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The drilling spiral was completely sheared off at the level of approx. 56 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. It could not be excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. As the drill had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts it could be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 ankle nail surgery, when the surgeon was drilling to proximal medial screw hole and pa screw hole of the nail, the drill miss targeted. While drilling pa screw hole, the drill bit broke. Therefore the surgeon removed the broken drill from the patient bone. Afterwards, the surgeon drilled the screw hole using the radiolucent drill.